Event description:
During a percutaneous coronary intervention (pci), it was noted that the distal end of the stent strut was lifted off of the balloon. The product problem was noticed when the stent would not advance through the guiding catheter before entering the pt. The target lesion was the right coronary artery (rca). There was no reported pt injury. No add'l info was available.